Manufacturer narrative:
Device evaluated by MFR.: the complaint device was not returned by the customer. A photo of the pouch was received confirming device identification. A video taken during the procedure was provided. The reported resistance between the cannula and a drainage catheter was observed. However, the video could not confirm what wire or other devices were used during the procedure, whose interaction could affect the device performance.

Event description:
It was reported that removal difficulties occurred resulting in increased pain. The patient was undergoing a bile duct drainage procedure. A 10f flexima drainage catheter was inserted. The inner cannula and the wire became stuck during removal. While attempting to remove the components, the catheter accordioned in the patient. The patient experienced increased pain which was managed with midazolam and fentanyl. Additionally, hematobilia was observed due to irritation of the bile duct. The issue occurred with two catheters. The device was able to be removed and the procedure was completed with another device. No further complications were reported. The patient is in good condition.

Event description:
It was reported that removal difficulties occurred resulting in increased pain. The patient was undergoing a bile duct drainage procedure. A 10f flexima drainage catheter was inserted. The inner cannula and the wire became stuck during removal. While attempting to remove the components, the catheter accordioned in the patient. The patient experienced increased pain which was managed with midazolam and fentanyl. Additionally, hematobilia was observed due to irritation of the bile duct. The issue occurred with two catheters. The device was able to be removed and the procedure was completed with another device. No further complications were reported. The patient is in good condition.